Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.